Event description:
It was reported that the device was in reset mode. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis confirmed the reported device reset. The cause of the reset was unknown as the device was programmed before being returned and no data was obtained from the field. The device's functionality was tested on the automated electrical test system and no anomaly was detected. The cause of the reset was not determined.